Manufacturer narrative:
Upon receipt of this fiber at the quality assurance laboratory, the device was thoroughly analyzed. Visual inspection revealed that the fiber length was 146 cm, significantly shorter than the specification in the device instructions for use, confirming that the fiber body was broken. The fiber connector face also presented burn marks. During functional testing, light exiting at the break location was bright and distorted. It is likely that procedural conditions during device set-up or use contributed to the fiber body break and the observed connector damage.

Event description:
It was reported that, during a procedure, the fiber worked properly, but suddenly a make loud was heard at the fiber connector and fiber no longer had energy output. The console was checked, and no fault was found. It was noted that this fiber had been used for two times. The procedure was completed using another fiber of same model. There were no patient complications. Analysis of the returned fiber identified a fiber break.